Event description:
The patient was lethargic, thirsty and had slurred speech. Patient used the suspect device to check their blood glucose and obtained a result of 436 mg/dl. Patient drove to the ER and their glucose was 245 mg/dl per the lab. Patient was kept for observation and received a cat scan and urinalysis tests. Patient was discharged about four hours later. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.